Event description:
A right ventricular lead was returned to the manufacturer with no information. The lead was analyzed and tested out of specification. Follow up was attempted to determine why the lead was returned following the patient's procedure, but no additional information was obtained. No patient complications have been reported as a result of this event.

Event description:
A right ventricular lead was returned to the manufacturer with no information. The lead was analyzed and tested out of specification. Follow up was attempted to determine why the lead was returned following the patient's procedure, but no additional information was obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the defibrillation conductor was distorted, there was inner tubing kinked/buckled, blood in/on helix mechanism (sleeve head), blood in/on helix mechanism and damaged at implant.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the full lead was returned and analyzed. The defibrillation conductor was distorted. It was noted that there was inner tubing kinked/buckled, blood in/on helix mechanism (sleeve head), blood in/on helix mechanism and damaged at implant.